Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system. Customer stated that the insulin was squirting out during the manual prime process and the insulin continued to drip after motor stops during the manual prime process. Customer stated that they were unable to exit the preparing to prime loop and the rewind message occurred after an alarm or alert and they were stuck in rewind complete or bolus delivery loop. Customer stated that they did not receive 2nd series of beeps nor did numbers appeared on the screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.